Event description:
Related manufacturer reference number: 3006705815-2022-17768. It was reported the patients leads migrated, confirmed via x-ray, preventing the system from entering MRI mode and causing ineffective stimulation. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.

Event description:
Surgical intervention had been undertaken on (B)(6) 2022 wherein only one lead was explanted and replaced, as only one lead had migrated. Postoperatively, the patient has effective therapy. Note: as it is unknown which lead had migrated, both leads are being reported.

Manufacturer narrative:
Corrected b5 to report only one lead was replaced.